Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was able to clear the alarm but was unable to rewind the pump. The customer was instructed to revert to a backup plan per healthcare professional instructions and to place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement test. The pump was monitored, no unexpected pump error 43 alarm. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 04-jun-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 06/04/2025 18:54:08.000, 06/04/2025 18:56:46.000. 06/04/2025 19:06:00.000 to 06/04/2025 19:53:05.000. 06/04/2025 20:48:49.000. Failed battery alert/battery failed alarm was found on: 06/04/2025 18:53:39.000 to 06/04/2025 18:56:37.000. 06/04/2025 19:06:30.000 to 06/04/2025 19:40:25.000. Power loss alarm was found on: 06/04/2025 19:40:53.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. No unexpected failed battery alert/battery failed alarm and power loss alarm noted during testing. Pump error 43 alarm was found on: 06/04/2025 18:53:19.000. 06/04/2025 19:40:26.000 to 06/04/2025 19:58:29.000. 06/04/2025 20:05:56.000 to 06/04/2025 20:49:36.000. The pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the vibrator assembly noted. Pump error 43 alarm was confirmed according in the formatted history file due to a corroded motor home switch. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. However, pump error 43 alarm was confirmed according in the formatted history file due to a corroded motor home switch. During visual inspection, corrosion was also found on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.